Event description:
It is reported the patient was revised due to pain and a broken bone in his lower leg.

Manufacturer narrative:
Evaluation summary: product was not returned for inspection. Usage history is unknown during the product field life. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.